Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that an invasive procedure was performed. The device was explanted and replaced and the right atrial (ra) and rv leads were surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited increased threshold measurements and loss of capture (loc) that resulted in an unknown duration of asystole. Additionally, the device was noted to have reached elective replacement indicator (eri). It was noted that the device showed a battery status of 1.5 years remaining approximately two months ago. Outputs were increased. Additionally, the patient suffered from sepsis and was transferred to another facility. Additional information was requested, however, was unable to be obtained. No additional adverse patient effects were reported. Available information indicates that this product remains implanted and in service.